Manufacturer narrative:
A siemens healthcare diagnostics inc technical service center (tsc) representative performed filter data analysis. They communicated with the account, guiding them through instrument troubleshooting. They were unable to find a problem. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.